Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse indicated the patient¿s pd culture generated growth of the bacteria serratia marcescens. The patient was initiated on antibiotic therapy with the antibiotics ancef and ceftazidime (dose not provided) intra-peritoneal (ip) for 3 weeks on an outpatient basis. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture (one week post antibiotic therapy follow-up) which grew the same organism (serratia marcescens). The patient was restarted on antibiotic therapy using the medication meropenem. However, the nurse stated the patient¿s symptom of abdominal pain worsened and on (B)(6) 2022 the patient was admitted to the hospital for the ongoing peritonitis event. It was stated that during this hospitalization the patient is reportedly receiving pd therapy until the patient can undergo placement of a hemodialysis catheter. Per the nurse, the patient¿s pd catheter (not a fresenius product) will be removed with plan for back up hemodialysis for approximately 6 weeks. The patient is also receiving unknown antibiotics. At the time follow-up was completed, the patient remained hospitalized and was receiving antibiotic therapy for the peritonitis event. The nurse indicated there were no issues with fresenius device, or product in relation to the event. It was reported the patient does not wash hands, wear a mask or disinfect the shower head in the home where dialysis is performed. Per the nurse, the peritonitis was due to patient¿s non-adherence to these measures and attributed the event to patient breach in infection control practices in the home.

Manufacturer narrative:
Correction: f3.

Event description:
On 12/jul/2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse indicated the patient¿s pd culture generated growth of the bacteria serratia marcescens. The patient was initiated on antibiotic therapy with the antibiotics ancef and ceftazidime (dose not provided) intra-peritoneal (ip) for 3 weeks on an outpatient basis. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture (one week post antibiotic therapy follow-up) which grew the same organism (serratia marcescens). The patient was restarted on antibiotic therapy using the medication meropenem. However, the nurse stated the patient¿s symptom of abdominal pain worsened and on (B)(6) 2022 the patient was admitted to the hospital for the ongoing peritonitis event. It was stated that during this hospitalization the patient is reportedly receiving pd therapy until the patient can undergo placement of a hemodialysis catheter. Per the nurse, the patient¿s pd catheter (not a fresenius product) will be removed with plan for back up hemodialysis for approximately 6 weeks. The patient is also receiving unknown antibiotics. At the time follow-up was completed, the patient remained hospitalized and was receiving antibiotic therapy for the peritonitis event. The nurse indicated there were no issues with fresenius device, or product in relation to the event. It was reported the patient does not wash hands, wear a mask or disinfect the shower head in the home where dialysis is performed. Per the nurse, the peritonitis was due to patient¿s non-adherence to these measures and attributed the event to patient breach in infection control practices in the home.